Event description:
In an abstract titled "comparison of unipedicular (up) and bipedicular (bp) balloon kyphoplasty for treatment of vertebral compression fractures: a prospective randomized study", comparing up and bp kyphoplasty for the treatment of painful osteoporotic vcfs was pe rformed. A total of 45 patients were enrolled in this study between (B)(6) 2006 and (B)(6) 2008. Study participants were randomized preoperatively to either receive a up (20 patients, 25 vcfs) or bp (20 patients, 27 vcfs) kyphoplasty. The following was reported in the results. Incidence of cement leakage was not significantly different between up and bp groups (p=3). No further information was reported. Note: the abstract did not discuss or include any applicable devices, products.

Manufacturer narrative:
Age at event: elderly patients (B)(6) and older. Report source: abstract titled "comparison of unipedicular and bipedicular balloon kyphoplasty for treatment of vertebral compression fractures: a prospective randomized study", by brian rebolledo, brian gladnick, aasis unnanuntana, md, joseph nguyen, mph, christopher kepler, md, mba, joseph lane, md. Method: follow-up with company representative.